Event description:
It was reported that the lead exhibited capture thresholds of 4.5 v, 1.5 ms in the bipolar configuration and sensing thresholds were decreased from 10 - 11 mv to 5 - 6 mv. The patients condition was - good - before and after the event. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.